Event description:
The account alleged, the brake casters still roll when the brake is active. No patient impact.

Manufacturer narrative:
The technician found the connecting rod broken off. The technician replaced the connecting rod and the brake caster to resolve the issue.